Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that grip cable was broken at the distal idlers. The cable segment stuck out at the wrist. The idler pulley was found to be physically damaged. The idler pulley exhibited indentations. Engineering concluded that the damage was likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instrument with care. Avoid mechanical shock or stress that can cause damage to the instruments - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the mega suture cut needle driver instrument the wires at the distal end of the instrument were observed to be frayed.